Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 10 syringe 0.3ml 31ga 6mm half unit 10bag had foreign matter before use. The following was reported by the initial reporter: "the customer reported that "liquids comes out of the syringe, liquid drops observed at the tip of the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29. H6: investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that liquid comes out of the syringe, liquid drops observed at the tip of the needle. The returned syringe was examined and tested and no material came out of the cannula or was already present on the cannula when the plunger rod was fully depressed. However, a photo was also returned that exhibited a clear material on the cannula shaft. It is difficult to determine the identity of this material solely from the photo. A review of the device history record was completed for batch # 0209889 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined as it is difficult to determine the identity of this material solely from the photo. H3 other text : see h10.

Event description:
It was reported that 10 syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter before use. The following was reported by the initial reporter: "the customer reported that "liquids comes out of the syringe, liquid drops observed at the tip of the needle."